Manufacturer narrative:
Device was used for treatment, not diagnosis the investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2014, a revision of a locking compression plate proximal tibia plate was performed due to patient pain. The patient was originally treated for a proximal tibia fracture on an unknown date. It was reported on an unknown date, the patient complained of pain, therefore, the surgeon elected to remove the patient¿s hardware. The surgeon explanted all hardware which included one proximal tibia plate, seven 3.5 mm variable angle locking screws, and two 3.5 mm cortex screws. Item and lot numbers of the screws are unknown. All hardware was removed and surgery was successfully completed. There was no report of a surgical delay. This report is 1 of 3 for complaint (B)(4).